Event description:
Image trouble/total image loss.

Manufacturer narrative:
The subject device referenced in this report was returned to olympus for evaluation. The evaluation was able to confirm the user's report of image difficulty. The failure was triggered by a damaged electronic part in the range of the ccd chip. This failure likely occurred due to aging. The device was serviced and returned to the user facility. There has been no information provided that the defect occurred during the procedure and a patient has been put at risk. However, it cannot be excluded. This report is being submitted as a medical device report in an abundance of caution.